Event description:
It was reported that the patient presented with significant cervicogenic pain with secondary marked degenerative disk collapse at c5-6, osteophyte spurring and neural foraminal incompetency as well as facet changes and then noted kyphosis at the cervical mid portion of her junctional spine including degeneration and possible herniation at the c6-7 level as well as changes at c4-5. It was reported that the patient underwent an acdf c4-5, c5-6 and c6-7 using rhbmp-2/acs, allograft matrix, interbody cages, and an anterior plate. There were no noted complications. At 42 days post-op, the patient presented for a 6-week post-op visit. She reported extremity symptoms and burning in the cervicothoracic junction, (B)(6). Per the office notes, 'dysphagia continues, but it has improved to some degree; it is still noted when she swallows large pills.' At 294 days post-op, the patient presented with cervicalgia, bilateral upper extremity pain, and upper back pain. An MRI of the cervical spine was interpreted as follows: 'c5-6: there is mild diffuse disc osteophyte complex formation. There is also some high signal intensity seen posteriorly within the disc space at this level on t2 weighted imaging and lower signal on t1 weighted imaging. This may represent some fluid within the disc space. With respect to the c5-6 level, there is no evidence of contrast enhancement with respect to the curvilinear focus of high signal seen on t2 weighted imaging within the disc space. This likely represents some hydrated disc material at the posterior aspect of the disc space posterior to interbody fusion. The end plates appear to be well defined. Other etiologies are unlikely. The remainder of the post contrast imaging demonstrates no evidence of significant abnormal contrast enhancement. C6-7: there is mild disc osteophyte complex formation.' At 353 days post-op, the patient presented with neck and low back pain. The patient 'reports numbness and tingling in both arms from the shoulders down towards the forearms, and also reports weakness in both arms.' At 997 days post-op, an MRI was interpreted as follows: 'at c3-4 there is posterocentral annular bulge of disc which does not touch or efface the cord or exiting nerve roots. At c4-5 there is a small, posterocentral, and to the right disc/osteophyte complex resulting in mild narrowing of the anterior subarachnoid space, but no appreciable effacement of the cord or exiting nerve roots.' 1020 days post-op, a diagnostic study review noted 'chronic cervicalgia with c4-7 fusion, adjacent segment disk disease and facet arthropathy. Osteophyte formation c5-6 with subarachnoid space displacement, no cord impact or signal changes. Chronic lumbar spine pain. Facet arthropathy , cervical spine with cervicogenic headaches.' At 1061 days post-op, the patient presented for cervical radiculopathy evaluation. 'There was evidence of mild chronic reinnervation in the right triceps as well as evidence of active denervation in the right paraspinals at c5, 6, and 7. This is most consistent with a mild right sided cervical radiculopathy primarily localizing to c6 and c7.' At 1067 days post-op, a CT of the cervical spine was interpreted as follows: 'status post anterior cervical disc fusion c4 through c7. Left-sided focal annular tear with small left anterolateral herniated nucleus pulposus c3-4.' At 1694 days post-op, the patient presented with 'chronic intractable pain, status/post failed back surgery syndrome, status/post cervical fusion that was done, right shoulder pain and low back pain. The patient indicates her pain has been worse after the surgery. The pain is mainly worse in her upper neck, radiating down to the top of her right shoulder. It is a constant, sharp, shooting pain, aggravated by any kind of movement, relieved by rest and medication.'

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.